Event description:
High risk patient bleeding, plus covid, moved to room for isolation precautions. Main computer on fetal monitor (fm) not working after unit told us that the computer was fixed and ready for use. Fetal link was able to open but was not charting. Had to open chart and flip between two screens to chart. Charting meds unable to change IV fluid rates. Meds would not sign. Had to completely log out computer multiple times in attempt to use. Two different workstations on wheels (wows) taken into room would not work, wi-fi connection with error. Wows would log into at a nurse¿s station and were working but would not work in room and stated no wi-fi connection present. I spent hours messing with computers, in a covid + room, instead of providing patient care. I was very behind on charting and couldn't scan meds. Charge nurse notified and nsms working. Patient had to be moved from multiple rooms in 1 shift. It tickets put in by charge. In morning, it came to unit and he said it¿s fixed, and everything was working. I discussed with him poor wi-fi connection in rm and at end of hallway. He said that wasn't him. I expressed concern that wi-fi would not be checked. It would be helpful for someone to come daily to assess computers and fix problems before it becomes a patient safety issue.